Event description:
It was reported that the procedure was to a right posterior tibial artery. A command guide wire (gw) crossed without issue. Then a non-abbott support catheter was advanced without issue. However, during removal of the catheter, it was not able to be removed because of the command gw, therefore both devices had to be removed altogether. Another command gw and another non-abbott support catheter were attempted, and the same occurred. However, this time, the catheter was ultimately able to be removed alone, without the gw. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional ht command 18 device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.